Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code lec 1870. There was no reported adverse event.

Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device, the motor was activated and the device immediately alarmed error 1870. The motor will be replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645.